Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose while hospitalized for surgery. The customer's blood glucose level was unknown at the time of the incident. The customer stated the high was because their pump broke and they disconnected from it. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It is unknown how long the customer was not wearing the insulin pump before the incident. Troubleshooting was not completed and no further information was provided as the caller declined. The insulin pump will not be returned for analysis.